Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who found that the monitor did not start up, and after a few seconds, the device emitted a constant sound. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the main board. The issue was resolved by replacing the main board, and the device was returned to clinical use. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6)(B)(6).

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the monitor turned on, but the screen remained black with green and red lights on the top left steady, but it did not emit sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.